Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedances of greater than 2000 ohms and high thresholds with the chronic device. At device change out, the lead was implanted with a new device and pacing impedance measurements were greater than 3000 ohms with high pacing thresholds. A new rate/sense lead was implanted. The rate/sense portion of this lead was capped. There were no adverse patient effects.